Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the procedure room due to the infection. The implantable cardioverter defibrillator was removed and all the three other leads were capped. On (B)(6) 2018, the new implantable cardioverter defibrillator system was implanted successfully. The patient was stable throughout the whole procedure.